Manufacturer narrative:
H6: investigation summary a device history review was conducted for lot number 0049484. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, although a sample was not received for the purpose of our investigation, according to previous investigations, through a variance in the autoline's swage pressure it is possible for the machine to apply excess force to the device during assembly, allowing for the resulting crack to form in the device. After a review of the manufacturing line we have identified a the material used to grip the components during the swaging process as the most likely contributor to the increased pressure. The grippers have been replaced with a softer material and multiple lots have been produced to confirm the efficacy of this alteration. See h.10.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system was damaged with a cracked hub, causing liquid to leak out during use. The following information was provided by the initial reporter, translated from chinese to english: "prescribed to intravenous chemotherapy, patient was given infusion with indwelling needle, according to the infusion process operation, a successful venipuncture was performed with indwelling needle, but outside the indwelling needle, the puncture point was surrounded by a small amount of bleeding, open the IV regulator, the needle base with liquid leakage, to root out indwelling needle, with 0.9% ns flushing needle, found in front of the base with water droplets, needle near the base of tiny cracks, replace needle puncture, giving patients not to cause patients severity".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system was damaged with a cracked hub, causing liquid to leak out during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "prescribed to intravenous chemotherapy, patient was given infusion with indwelling needle, according to the infusion process operation, a successful venipuncture was performed with indwelling needle, but outside the indwelling needle, the puncture point was surrounded by a small amount of bleeding, open the IV regulator, the needle base with liquid leakage, to root out indwelling needle, with 0.9% ns flushing needle, found in front of the base with water droplets, needle near the base of tiny cracks, replace needle puncture, giving patients not to cause patients severity".